Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13oct2020.

Event description:
The customer reported that the unit has a check vent alarm led failed error. The customer contacted product support and was advised to replace the power switch overlay and provided part ID for the same. Product support provided the part ID for power switch overlay. The customer reported that the unit was in use on a patient, but there was no patient harm reported.

Manufacturer narrative:
G4:26mar2021 b4:(B)(6) 2021 the product support advised the customer to replace the power switch overlay and provided part ID for power switch overlay. Attempts were made to obtain further information regarding the device repair information but no information has been received. The service history record was reviewed and no repair information was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.